Event description:
In 2008, the lay user/pt contacted lifescan alleging that he could not flag results and place comments in the one touch ultra link meter. The pt does not see up or down arrows to scroll on the meter. The pt did not develop any symptoms and did not seek any medical attention. There was no additional troubleshooting performed. This complaint is being reported because the pt alleged he could not flag the results on the meter and place comments. The pt did not develop any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.